Event description:
Pt admitted to hospital to undergo right lithotripsy extracorporeal shock wave. Shortly after the beginning of the procedure the anesthesiologist noticed something was wrong with the waveforms on the monitor screen. Seconds later all the lights flashed on the front of the anesthesia machine. An alarm stated to check the piston, then immediately an alarm occurred stating ventilator failure. The anesthesia machine became non-functional at that time. The anesthesia machine was replaced while maintaining pt safety. The pt has no recall of the event. Drager contract service rep evaluated anesthesia machine. A divan control module asm was replaced with all checks being functional. Computer data from anesthesia machine was downloaded and sent to drager for analysis.